Manufacturer narrative:
Additional narrative: patient information not available for reporting. The 510k: this report is for an unknown drill bit/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during an osteoarthritis procedure on (B)(6) 2018, the shank portion of the drill bit broke in the drill chuck when detaching the bit from the shaft. A broken fragment remained in the drill chuck. Surgery was completed successfully with no delay and no adverse consequence to the patient. This report is for one (1) unknown drill bit. (B)(4).